Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the preloaded monofocal intraocular lens (iol) was implanted in a tangle-like shape (thin and flickering) that seemed to be thinner than usual. The lens was not removed because the risk of displacement of the lens was low. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the suspect product was not received; however, photographs and a video were provided by the customer. The video as well as the pictures were evaluated. The video and pictures showed an eye being implanted with an intraocular lens iol) claimed to be a tecnis monofocal optiblue iol preloaded in the simplicity delivery system, model dcb00v. The duration and content of the video as well as the quality and projection of the provided pictures did not allow to observe the reported issue. The complaint issue "haptic damaged" could not be confirmed during evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.